Event description:
Rptr was working at hosp wearing non-latex sensicare gloves but surrounded by others wearing evolution one latex gloves. 9 am started to swell in face hands, neck, arms very red, hot and itchy. Rptr was sent to the ER to see dr. Rptr was having difficulty breathing, itching, was given IV benadryl, solumendrol, and a sterpidal breathing treatment. Sent home to see allergist. Allergist wrote note, total avoidance of latex is recommended. Lost job, out on worker's compensation. Payments have stopped. The case is being contested by the hosp's atty, waiting six months for pre-trial hearing without any money coming in. Applied for welfare told spouse makes over 3 hundred a week and rptr is not eligible. Rptr cannot receive unemployment due to the fact they are still considered an employee of hosp. Life is very difficult and rptr is going to have to claim bankruptcy but does not have any money for lawyer.